Manufacturer narrative:
Eval:(2/17/1998) two t-fasteners were returned with two cotton pledgets and one nylon washer. Pledgets were moist and bloody in appearance. No functional testing was performed. Testing/observations: using microscope, following observations are noted. T-fastener sample #1 is approx. 3cm in length and appears to have crimp mark on distal end; opposite end is clear crimp. 1 gauge is noted near tip with 2 cut marks. T-fasteners sample #2 is approx. 4cm in length and appears to have a bend cut near end. Request engineering review. (Photos taken) 3/6/1998:engineering analysis t-fastener sample #1 - suture tear/cut at "t" location, 2 cut marks. T-fastener sample #2 - gauge at 1mm mark. Unable to determine cause of defect. 3/23/1998: addendum: explanation of verbage sample #2: sample #2 is approx. 4cm in length and appeared to be bent with a cut near the end.

Event description:
Pt underwent laparocopic jejunostomy placement. On post-op day 1, two of the 4 t-fastener sutures used to affix the bowel to the abominal wall broke and pulled out of the metal cross-bar. The reporter stated the t-fasteners were not under undue tension and the sutures were not grasped with instruments intra-operatively. The pt was returned to surgery on 1/20/98 for laparoscopy to suture the bowel to the abdominal wall. The pt was also returned to surgery on 1/21/98 due to a drop in hct. During the surgery, bleeding was noted from the trocar site. During a follow-up call, the reporter stated the pt had been in ICU and had expired on 1/22/98. The reporter felt the pt expired due to chronic renal failure. One pt involved.